Event description:
As reported by the user facility: excessive amount of air in IV tubing when pump alarmed. No pt injury. When nurse responded to alarm noted that 24-30 inches of air was in tubing. Nurse does not recall if air in line alarm or infusion complete alarm went off. Ref MFR # 9610825-2013-00157.